Event description:
It is reported that the pt's knee arthroplasty was revised due to the "center piece" having "exploded".

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Surgeon's records, surgical procedure reports, discharge instructions, follow-up notes and physical therapy notes have not been provided. No devices or photos were received; therefore the condition of the components is unknown. Device history records were reviewed and found to be conforming. Zimmer package insert natural-knee ii system states fracture/damage of the prosthetic knee components or surrounding tissues as a potential adverse effect of the surgical procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report is being amended to reflect changes. Updated information received via operative notes. Review of primary operative notes indicates the right knee was addressed first. Trial components revealed excellent stability, good tracking, and full extension. The pcl was sacrificed for soft tissue balancing. Final components were implanted and revealed good patellar tracking. Primary operative notes do not indicate root cause. Office visit notes dated (B)(4) 2012 indicate that the patient is doing well and the x-rays look great. Office notes dated (B)(4) 2013 indicate that both knees have good range of motion and are improving in strength. Office notes dated (B)(4) 2014 indicate significant swelling and 3+ effusion of the right knee. Excellent range of motion, 1-2+ instability in flexion, and full extension was noted. Office notes date (B)(4) 2015 indicate the right knee has continued instability in flexion, a sizeable baker cyst, and slight laxity in extension. Revision operative notes confirm patient underwent a right revision total knee arthroplasty due to a failed total knee. There was synovitis, but no evidence of infection. Preoperative workup was negative for infection. There is no indication that the articular surface was fractured. The components were revised to competitor product. The primary surgery utilized a 16mm articular surface and the revision surgery increased this thickness to a 28mm articular surface. The package insert states that joint instability is an adverse effect. This is therefore a known inherent risk of the procedure. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.